Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, b.6, d.6a

Event description:
Healthcare professional reported "no complaint against the device". Healthcare professional later reported "single hole located several centimeters inferior to the fill valve and not involving the fill valve itself" and " found defective at the time of explantation". This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "no complaint against the device". Healthcare professional later reported "single hole located several centimeters inferior to the fill valve and not involving the fill valve itself" and " found defective at the time of explantation". This record is for the left side. The device has been explanted and replaced.